Event description:
It was reported that during transcatheter myocardial ablation procedure to treat paroxysmal atrial fibrillation in the left atrium, nrg transseptal needle was selected for use. It has been mentioned that upon unpacking they noticed a lump or wart-like bulge in the middle part of the shaft which they find unusual. Hence, the device was replaced. The procedure was completed successfully. No patient complications have been reported. The product is not expected to be return because it was discarded at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.